Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, no difficulty was found inserting the esheath into patient. However, the valve crimped on the commander delivery system got stuck between the blue and white area of the esheath+ during insertion. It was decided to remove all the system as single unit. After withdrawal, it was observed that one of the valve struts was protruding the esheath between the non-expandable area and the expandable area of esheath. A second valve was successfully implanted with a new kit. The patient did not suffer any injury due to this event.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were unable to be confirmed due to unavailability of device or applicable imagery. Despite follow up request, the 3mensio report and/or vessel characteristics were not provided. It is possible that one or more patient factors (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. However, due to insufficient information, a definitive root cause is unable to be determined. Available information also suggests procedural factors (device manipulation) likely contributed to the event as it was reported that resistance was encountered while advancing the commander and thv through the esheath. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.